Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design, or labeling. The investigation determined the reported difficulty to remove, kink and materials too soft flexible or support issues appear to be related to operational circumstances of the procedure. In this case, based on the reported information, is likely that the during the procedure, the guiding catheter and/or the guide wire became bent resulting in the difficulty to remove. Further manipulation of the guide wire resulted in the kink at the bend location and the guide wire support issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h6: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the superficial femoral artery (sfa). Reportedly the 3cm ht proceed 220t guide wire (gw) was advanced without issue and reached the target lesion. During removal, resistance was noted with the guiding catheter, the guide wire folded back on itself due to technique and the distal tip became kinked. The gw was removed and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.